Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that the patient experienced a stroke on (B)(6) 2012. The patient was rehospitalized for monitoring. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of neurological deficit dysfunction, hypertension, and seizures are known observed and potential adverse events as listed in the rx acculink carotid stent system electronic instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU) in the potential adverse event section.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in a 90% stenosed, moderately calcified, left internal carotid artery. Post procedure, on (B)(6) 2012, the patient experienced aphasia, two episodes of seizure like activity and worsening of pre-existing hypertension which the physician diagnosed as reperfusion syndrome. The computed tomography and magnetic resonance imaging of the brain ruled out a cerebrovascular accident. The hypertension resolved on (B)(6) 2012, after treatment with dopamine. The seizure activity resolved on (B)(6) 2012, after treatment with kepra. Additionally, the patient was given physical therapy during the hospitalization. The patient's reprofusion/aphasia resolved on (B)(6) 2012 and the patient was discharged from the hospital. There was no reported adverse patient sequela. There was no additional information provided.